Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 6.8mm, secondary endovascular procedure and type iiib of the distal bifurcated stent graft adverse event/incident are confirmed. The migration adverse event/incident is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aortic rupture occurred that was not included in the event as reported. The aortic rupture was discovered during review of the operative notes. The aortic angulation increased from 14.8 degrees to 77 degrees and the iliacs were angulated to the bifurcation; these angulation changes could have contributed to the buckling and the resultant type iiib endoleak, but that could not definitely be ascertained. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being discharged on the third post-operative day home stable following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem - updated. D1: product family (primary) - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft. It is unknown when the patient had this procedure done. It was discovered during a routine follow-up that the patient had an aneurysm enlargement, an endoleak type 3b, as well it appears as if the afx device has migrated. Re-intervention was done and the physician elected to implant an alto main body, four (4) ovation ix iliac limbs, and some ovation prime fill polymer. At this current time, it is unknown what the patient's status is. The final patient status was not made available to endologix. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest aortic rupture occurred that was not included in the event as reported. The aortic rupture was discovered during review of the operative notes.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft. It is unknown when the patient had this procedure done. It was discovered during a routine follow-up that the patient had an aneurysm enlargement, an endoleak type 3b, as well it appears as if the afx device has migrated. Re-intervention was done and the physician elected to implant an alto main body, four (4) ovation ix iliac limbs, and some ovation prime fill polymer. At this current time, it is unknown what the patient's status is. The final patient status was not made available to endologix.